Event description:
It was reported that patient was bleeding at lumbar incision site secondary to catheter revision that was performed on (B)(6) 2013. It was reported that new pressure dressing and binder were applied eight days after revision. It was noted that the patient outcome was ongoing. It was later reported that patient outcome was resolved without sequelae on (B)(6) 2013. It was later reported that patient had a lumbar incision infection and hematoma fifteen days after intrathecal catheter revision. It was noted that the white blood count (wbc) was at 12.2 and dark bloody old drainage with odor was located at the lumbar incision site. It was noted that microbiology lab work was also performed on cerebrospinal fluid (csf) fifteen days after the revision and no cultures were observed. It was reported that patient symptoms were fever, chills, sleepiness, vomiting and nausea. The reported event resulted in an in-patient or prolonged hospitalization. It was noted that the patient outcome was ongoing. It was reported that the catheter was explanted on (B)(6) 2013. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information was received. It was reported that the patient was seen in the clinic to have the staples removed from the lumbar wound site. It was noted that the site was clear and closed without redness, tenderness, or swelling. It was stated that the event had resolved without sequela as of (B)(6) 2013. Nine days later, it was reported that the event was related to the implant procedure. The device system was used to deliver fentanyl.

Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter; product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump was returned, and analysis found no anomalies. Product ID: 8711, serial# (B)(4), implanted: (B)(6)2007, explanted: (B)(6)2013, product type: catheter, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2018-apr-13 via returned paperwork indicated that part of the pump segment was retained in the patient. It was noted that the old pump was replaced with a new manufacturer pump. It was noted that approximately 2 years ago the patient had an infection and the spinal catheter was removed at that time (this conflicts with the previously reported information that the infection happened in 2013.). It was noted that the pump was turned to minimum rate 2 years ago. It was noted that the pump and catheter were replaced. The patient's status after the device was removed was recovered without sequelae. It was noted the reason for device removal was due to infection (years ago) of the catheter not the pump. The device was returned for achieve/storage and neither a rotor study or a dye study were performed. At time of explant, the dose of the fentanyl was 12.7 mcg/day and the concentration was 2000mcg/ml. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's weight was (B)(6) pounds. It was noted that the therapy was suspended on (B)(6) 2013 and not on (B)(6) 2013. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported therapy suspended - infusion mode on (B)(6) 2013 and not on (B)(6) 2013. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported therapy was suspended - infusion mode on (B)(6) 2013. No further complications were reported/anticipated.